Event description:
Customer reported discordant hemoglobin (hba1c) results on the instrument. There was no report of injury due to this event and no delay in the treatment.

Manufacturer narrative:
(B)(4) study has been performed on the instrument. Siemens representative ran 10 consecutive normal and 10 abnormal controls on the instrument. All the quality control results were in range. Instrument will be sent back to customer. The cause for the discordant hemoglobin (hba1c) results in unknown.